Event description:
It was reported that a spectrum iq infusion pump had an issue: flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "flow rate" was not confirmed. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 41.776 and passing error percentage of (B)(4). The event history log review was completed. An event date was not provided, however review of the last day of use in the history log revealed an infusion programmed at a rate of 40 ml/hr and volume to be infused: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.